Event description:
Operator received discrepant hcg results for one patient. Initial result <5 mlu/ml, repeat 1553 mlu/ml. The initial result was reported. The patient was given an unspecified medication based on the result. The medication was provided to cause menstruation. Per the laboratory supervisor, there was no unfavorable outcome associated with the erroneous result. The field service rep determined sample and reagent wheel alignments to be the cause and he performed all sample, reagent wheel and sipper alignments. Performance tests performed which were within specification.